Manufacturer narrative:
Conclusion: the reported event was not related to device malfunction. A complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended.

Event description:
The vascade 6/7f was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed and temporary hemostasis was achieved using fluoroscopy guidance. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis was achieved with the device. Patient was transferred to recovery and later that night patient's blood pressure dropped and a CT scan was performed which located a retroperitoneal bleed. The patient stabilized and the retroperitoneal bleed tamponaded itself. No further action was needed. Patient was giving 2 units of blood and was discharged 2 days later.